Event description:
Patient reported, the up and down buttons are damaged. Patient stated, he could not correctly program a bolus. Patient reported if he was scrolling for the bolus amount, the steps did not display 0.5-1.0-1.5-2.0. Patient stated if he pressed the up button, the bolus amount goes directly to 3.5. Patient reported, the infusion device did give an audible signal and confirm the bolus after the bolus was programmed. Patient stated before the bolus was delivered the infusion device displayed an a8 (bolus cancelled) alert. Patient reported, he has to only press the button twice. Patient stated, the issue occurs often if he is programming a small bolus. Patient reported no blood glucose problems. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.